Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an "erat" procedure performed on (B)(6) 2023. During preparation, the wire was fractured. A second speedband superview super 7 was used; however, the wire also fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an "erat" procedure performed on (B)(6) 2023. During preparation, the wire was fractured. A second speedband superview super 7 was used; however, the wire also fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h6: the returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had three bands attached. The suture thread contained the seven knots. There was no evidence of a trip wire break. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. The handle slot had marks of insertion of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, there was no evidence of a tripwire break. It was found that the ligator housing teeth were bent/damaged, which suggests that an excess of tension could have been applied when trying to deploy the bands. It is most likely that an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the observed problem of teeth bent/damaged. Since, the returned unit did not show evidence of either the alleged problems or any defect which could have contributed to the event, therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. The returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had three bands attached. The suture thread contained the seven knots. There was no evidence of a trip wire break. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. The handle slot had marks of insertion of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, there was no evidence of a tripwire break. It was found that the ligator housing teeth were bent/damaged, which suggests that an excess of tension could have been applied when trying to deploy the bands. It is most likely that an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the observed problem of teeth bent/damaged. Since, the returned unit did not show evidence of either the alleged problems or any defect which could have contributed to the event, therefore, the most probable root cause of this complaint is no problem detected. Block h2 (additional information): block b5 and block e1 (initial reporter address 1 and address 2, initial reporter city, initial reporter state, initial reporter zip/post code) have been updated based on the additional information received on march 22, 2023.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an "erat" procedure performed on (B)(6) 2023. During preparation, the wire was fractured. A second speedband superview super 7 was used; however, the wire also fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke. Additional information received on march 22, 2023: it was reported that the speedband superview super 7 was used during an internal hemorrhoidal procedure.